Event description:
The patient was treated for barrett esophagus in 2006. Two months later, it was reported to a company representative that the patient had incurred a superficial mucosal injury during the proceudre that prompted the physician to apply a mucosal clip and observe the patient after treatment. The company attempted to contact the physician for additional information; no additional information was obtained. No device malfunction was reported for the devices used during the procedure. Since no additional information could be obtained, it is not clear that this event is associated with the device or the procedure; no factual correlation between the outcome of the event and the product performance could be established.